Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 with a blood glucose over 500 mg/dl. Customer stated they visited their healthcare provider prior to being hospitalized and received a steroid shot. When the customer got home, their blood glucose was over 600 mg/dl. The customer attempted to treat their blood glucose with 30 units of insulin by manual injection, but their blood glucose would not decline. Customer was hospitalized for six days as a result. The customer stated their hospitalization was caused by the steroid shot they received. No additional information provided.